Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips were malformed and fell off of the tissue. They completed the procedure with a new like device. There was no patient consequence reported. The device was discarded.